Event description:
The customer reported that when the button for the cine function was pressed, the system would lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine hard drive. The system operates as intended.